Event description:
It was reported that during a laparoscopic gastrectomy procedure, a tear drop-shape clip was fed into the jaws at the 2nd and 3rd firing. Again a tear drop-shape clip was formed at the 3rd firing. Another device was used to complete the case. There was no possibility of cramping something hard. No unexpected noise was heard. There was no unexpected resistance at the firing. There were no adverse consequences to the patient. After the operation, the device was fired several times.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.